Event description:
It was reported that the pump exhibited a damaged cartridge alarm even though there was no issue with the cassette. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a cassette damaged alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was recalibrated as preventive measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.